Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump stop. Concern for short to shield was reported. Patient was given new power module with ungrounded cable. Log file analysis showed speed drops and pump stops on (B)(6) 2020. These occurred while the patient was connected to the mobile power unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: a pump stop event was confirmed via the evaluation of the log file data provided by the account. The submitted log file contained data spanning from 01aug2020 at 10:19:29 to 11sep2020 at 12:12:09, per the timestamp. A pump stop event with associated low speed/flow alarms was captured on (B)(6) 2020 at 03:34:42 while the system was supported with the mobile power unit. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potentially driveline wire compromise; however, a specific cause for the pump stop event cannot be conclusively determined through this investigation. The patient remains ongoing on (B)(6) with the ungrounded patient cable and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04sep2013. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that the ungrounded cable resolved the issue. The patient remains on the ungrounded cable. There were no symptoms with the pump stop as they occurred while the patient was sleeping.